Event description:
Customer's meter would not power on. Customer reported feeling bad and was unable to obtain a blood glucose reading. Customer did not receive any medical care beyound home treatment and did not have any other device to test their blood glucose. Ccr walked pt through pressing the on/off button and checking the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly) and the meter still did not power on. Ccr replaced pt's meter and control solution. Customer also reported obtaining inaccurately low readings. Customer obtained "51 mg/dl" and had graham crackers and toast and more than 30 min later they had a blood glucose level of "370 mg/dl and 400 mg/dl at the ER. No treatment was reported at the ER. Customer reported retesting on their meter twice and obtaining "51 mg/dl" both times. Customer did not have a check strip and could not provide info about results from running the control solution test once a month.